Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Three (3) attempts via email has been sent to complainant requesting the following information: was the same or a new device re-inserted to the patient. Did the patient suffer an injury. Is there any additional information available. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. A return sample for evaluation is not expected. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.

Event description:
It is reported that complainant experienced deflation difficulties based on the inability to remove the fms from the patient. The fms was inserted and 42cc of fluid used to fill the balloon, the same amount was withdrawn, but there were not able to withdraw the catheter from the patient. There is no information regarding any action taken to resolve the issue.